Event description:
Patient for endoscopy for gastrointestinal bleeding. Endoclot package opened. Applicator noted to have condensation immediately out of the package. Olympus. Needed hemastatic spray to treat gi bleed.